Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6)2024, I received a phone call from the hospital informing me that the following day, (B)(6) 2024, re-intervention would be performed to explant the system. On (B)(6) 2024, re-intervention took place. Due to infection, the entire pacing system, including the lead, was explanted and discarded at the hospital. The date of infection is unknown.

Event description:
On (B)(6) 2024, re-intervention was performed due to infection, the entire pacing system, including the lead, was explanted and discarded at the hospital. The date of infection is unknown.

Manufacturer narrative:
The conclusions are as follows: the product records review was performed. No issue was detected, especially on the sterilization. In addition, the system has been implanted long time ago (in 2008). Therefore, it is quite unlikely that the infection was related to the system. Based on those data, no issue is suspected neither on the lead, nor on the pacemaker.